Event description:
A peritoneal dialysis (pd) patient called tech support and stated that the machine has been making a humming sound during treatment. He also stated that he has been having drain issues for the past few days. Additionally, he feels that the cycler is not draining enough fluid because he had to complete a manual drain following the treatment and drained 4200ml due to the feeling of abdominal discomfort/pain. He provided the following treatment data: see scanned page. Manual drain 4200ml. The reported large post treatment manual drain of 4200ml exceeds the 180% drain criteria of the prescribed fill volume of 1600ml for a reportable device malfunction.

Manufacturer narrative:
A review of the information available was performed by the post market clinical department as provided by the patient. A large intra-peritoneal volume drained manually following the patient's prescribed ccpd treatment occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.